Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error noted in the pump history and critical pump error due to out of spec force sensor zero offset .unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. No frozen display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 150 mg/dl. Troubleshooting was performed for critical pump error. The customer stated that the insulin pump had a frozen display. The customer was unable to clear the alarm. The insulin pump will be returned for analysis.